Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft was inserted into a patient for endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as heavily calcified iliac arteries. It was reported that the endurant stent graft delivery system was unable to be advanced to the intended landing zone. The physician inserted conduits and the delivery system was still unable to be advanced. Due to multiple attempts to deliver the delivery system it was noted upon removal of the device from the patient that the hydrophilic coating wore off and the endurant delivery system kinked/crimped slightly. The physician elected to access the left external iliac with an 8mm conduit and was able to deliver a second endurant stent graft and a endurant iliac stent graft through the right iliac artery. The physician stated that the cause of the inability to advance the stent graft system was due to the patient¿s anatomy of vessel calcification. No clinical sequelae were reported regarding this device and the patient is reported to be fine.